Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient's implantable pulse generator (ipg) was explanted and replaced. Reportedly, the patient had an accident and while he was recovering, failed to charge the device for several months.